Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system, without the implant. The device was returned bloody. The hub/valve, sheath, tip and core wire was microscopically and visually inspected. Inspection revealed tip damage (tricuts flared/abrasions) and sheath damage (abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported premature release and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and an unspecified size watchman laa closure device and delivery system (wds) was advanced and deployed in the laa. The closure device did not meet release criteria and was therefore recaptured and removed. The was exchanged for an anterior curve was. A second wds was advanced and deployed. This device was partially recaptured three times due to position and was then fully recaptured and removed. Then this 24mm wds was advanced and deployed in the laa. The closure device was deployed, but was far proximal after it ¿popped out¿ of the laa, so release criteria was not assessed. The closure device was still attached to the core wire in the left atrium and then it released from the core wire without physician involvement and embolized into the left ventricle. The patient had gone into asystole and chest compressions were performed for about a minute, then a cardiothoracic surgeon was called to remove the closure device. Surgery was performed and the closure device was removed. The laa was clipped during the surgery. The patient was stable and has since been discharged from the hospital.